Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report was confirmed, an internal cut was noted and causing a leak. Additionally, the probe unit pink rubber was cut and chipped. The insertion tube had multiple buckling points. Then as previously noted, the distal end adhesive was cracked. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope because it failed a leak test during reprocessing. Once returned and upon further evaluation, it was noted that the adhesive on the distal end was peeling. This report is being submitted to capture to peeling adhesive discovered during the device evaluation. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ while a definitive root cause could not be determined, based on the results of the investigation, one of the following is believed to be the cause of the reported event: the adhesive came off because external force was applied to the device. The adhesive agent deteriorated and peeled due to long-term repeated use. Olympus will continue to monitor the field performance of this device.